Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance, (greater than 2,000 ohms). The threshold's are 4 v @1 ms., sensing in fixed value set on 3 mv. A physician contacted the technical service (ts) consultant regarding an x-ray images. Physician suspected a lead fracture. Ts provided recommendations to replace the rv lead. The rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This rv lead remains in-service and implanted. If pertinent information is provided in the future, a supplemental report will be submitted.